Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received two inappropriate shocks due to atrial driven arrhythmia. It was noted that the device had stored episodes of pacemaker mediated tachycardia (pmt). The patient was admitted into the emergency room. No additional adverse patient effects were reported. Currently, the device remains in service.